Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should a sample be received and evaluated, a follow up report will be submitted. The lot number is unknown; therefore, a batch review cannot be performed. As the product code was not known, the 510k number has not been identified.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
During a follow up call to the (B)(6) patient on (B)(6) 2010, the patient's caregiver (cg) for the kink in the patient's bag, the cg indicated the patient had experienced peritonitis on an unknown date in (B)(6) 2010. The cg did not report the event to baxter. She noticed that the effluent was cloudy and took a culture for lab testing. Results of the culture are unknown. The nurses did not take another culture. The patient was started on vancomycin and ceftazadime (dose and length of therapy unknown). The cg could not provide causality of the event. The patient recovered from this first event of peritonitis.